Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection performed with the naked eye revealed a cracked main body. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The device leaked through the closed device, and the clamp function testing revealed broken occluder feet. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was damaged. This issue was identified during use with patient involvement. The transfer set has been in use for about one month. There was no patient injury or medical intervention associated with this event. No additional information is available.